Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Additionally, the instrument was found to have a derailed grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: a fields, b1, b2, d9, h2, h6, h10, and h11 additional information: on 21-jul-2025, intuitive surgical, inc. (Isi) received medwatch report (MDR) with MDR report #mw5172484 stating: "during hysterectomy facilitated by davinci robot equipment, robotic instruments became stuck in the robotic arm. Pieces of the robotic instrument broke off while inside of the patient. The davinci company had to be called and an emergency stop procedure was completed. Robotic arms and visible pieces were removed from the patient by surgeon." Isi followed up with the initial reporter and obtained the following additional information about the procedure: a force bipolar instrument was inspected prior to use, and no damage was noted. The instrument was not removed prior to the breakage. The customer was trying to remove a force bipolar instrument through the cannula when they felt resistance and then noticed pieces had broken off of the instrument. The customer was unable to remove the instrument from the patient. The wrist could not be straightened because the wrist of the instrument was broken off the shaft, above the wrist of the instrument. The customer had to add a laparoscopic port to make it possible to get the instruments out. All fragments were removed from the patient; the area was visually inspected as copious amounts of irrigation was performed. The procedure was completed robotically. There were no post-operative tests, such as an x-ray, taken. The patient has not returned to the hospital for any known complications. The fragments were not returned with the instrument. There were no images for review. Section a information: the patient's body mass index (bmi) was 23.88 kg/m2 with a height of 5'5". Isi has received a force bipolar instrument to perform failure analysis; however, as of the date of this report, the results of the investigation are pending. Corrected data: b1 field: was updated to adverse event and malfunction". B2 field: was updated to "required intervention". H1 field: was updated to reflect "serious injury". H6 field: annex f was updated with "f23: unexpected medical intervention". H10: added "mw5172384, mw5172385, and mw5172386.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.